Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by a failed infusion set.

Event description:
On 6/11/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user was experiencing high blood glucose (bg) and was at risk of diabetic ketoacidosis (dka). The event occurred on 6/11/24. On (B)(6) 2024 the cds had an appointment with the user. The user's bg was 250 mg/dl, and it appeared they had a failed infusion set. After contacting the user and learning they felt unwell without ketone strips, the cds advised them to contact their doctor or an ambulance and not to use correction insulin while connected to the ilet system. Later that same day, a beta bionics customer care agent called the user, who was napping and experiencing vomiting. The agent suggested medical services, but the user asked for a follow-up in 30 minutes. Thirty minutes later the agent called again, and the user mentioned they informed their husband of the situation and would call back in five minutes. On 6/17/24 the agent followed up to confirm if the user had gone to the hospital and learned they had called an ambulance on(B)(6) 2024 due to a bent cannula in their convatec inset (23", 6mm) teflon cannula infusion set. The user was admitted to the ER that day (B)(6) 2024) and discharged on (B)(6) 2024. During the episode, the user experienced symptoms of dka, including vomiting, loss of consciousness, thirst, and agitation. She received treatment with insulin via IV drip while admitted. The user plans to resume using the ilet.